Manufacturer narrative:
(B)(4). Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs pd therapy with a homechoice (hc) device experienced an incarcerated hernia. The same day as diagnosis, the pt was hospitalized to undergo an incarcerated hernia repair. On an unreported date, pd therapy was discontinued and the pt was switched to hemodialysis. On an unreported date, the following week the pt¿s pd catheter was scheduled to be removed. At the time of this report, the pt was considered to be recovered from the hernia event. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported hernia. The device was determined to meet functional and electrical performance specification requirements. A simulated therapy was completed with no issues noted and no leaks or abnormal pressures were identified during testing. An internal and external visual inspection revealed no problems related to the reported event. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the reported hernia. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.